Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse, that the customer received a no delivery alarm. Customer's blood glucose level at the time of the call 245mg/dl. It was reported that the customer has been off the insulin pump for a month as advised by the health care provider. Unable to perform troubleshooting. No additional information is provided.